Event description:
Tw oversensing occurring. Tw discriminator withheld shocks appropriately, no inappropriate shocks. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).